Event description:
It was reported that it was not possible to adjust stimulation. A por (power on reset) condition was reported. When navigator key on the patient programmer was pressed, the por was cleared and this issue was resolved.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v224589, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v224589, implanted: (B)(6) 2009, product type lead; product ID 37092, lot # 240620003, implanted: (B)(6) 2010, product type accessory. (B)(4).